Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by a facility representative that the incision was too narrow, injection by forcing in edge. Unstable implant after operation. The patient experienced episcleritis approximately one month following the initial procedure. The patient underwent a lasik procedure approximately two and one half months following the initial procedure.

Manufacturer narrative:
(B)(4).

Event description:
Following further review of the file, it has been determined that the episcleritis and lasik occurred after this iol was removed from the eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, the rotation was not as expected when positioning the implant on the 90 degrees axis during the procedure. The following day, the lens was perceived as being unstable and temporal decentration was confirmed. The iol was exchanged for a different lens model due to insufficient capsular support in a second procedure. Additional information has been requested.